Manufacturer narrative:
(B)(4). The balance middle weight (bmw) mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. The reported difficult to position and remove were not confirmed and without the guide wire to examine a conclusive cause could not be determined. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty to position or remove. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a trek balloon dilatation catheter met resistance during advancement over a balance middle weight (bmw) guide wire. Upon trek removal, resistance was felt with the bmw. The trek never entered the patients anatomy. Both the bmw and trek were removed. The patient was re-wired with an unspecified guide wire and another unspecified balloon catheter advanced and completed the procedure successfully. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.